Event description:
The customer reported to olympus that the endoscopic co2 regulation unit (ucr) gas supply display shows full, and then goes directly to empty. Per the report it was connected to a gas cylinder and the o-ring was replaced. However, the o-ring c clamp was replaced again as it was leaking. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the o-ring caused the event. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.